Manufacturer narrative:
Based on new information received, the event occurred during testing when the device was plugged in to charge. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips¿s standards and was put back into service.

Manufacturer narrative:
Date of report: 01sep2021.

Event description:
The customer called into technical support (ts) reporting that the device turns on by itself. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user.